Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated mdrs #1225714-2014-00907 and 1225714-2014-00908.

Event description:
The patient's attorney alleged that the patient experienced a cardiovascular event on an unknown date after the use of the product.

Manufacturer narrative:
This is one of two device reports associated with this event mdrs #1225714-2014-00907; 1225714-2014-00908.